Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the communication issue. The technical service engineer verified it and no other findings were found. Hence confirmed, the issue was resolved. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue, patient orders were not going to pyxis from cerner. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.